Event description:
It was reported that the t: slim x2 pump battery would not charge, despite using both the tandem charging cable and wall adapter. No adverse impact to the customer's blood glucose level was noted. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy. Consequently, tandem technical support decided to replace the pump, informing the customer that a new one would be sent with updated software and training available through their tandem source account. The customer was advised on the return procedure for the non-functioning pump.